Event description:
It was reported that a post trauma pt underwent a single level corpectomy at c4-c6 using anterior fixation two months ago. It was reported that the screws at both side c4 backed out post op. Although the pt was asymptomatic, revision surgery was performed approx two months post op to remove the backed out screws. The surgeon suspected that the back out was caused by the locking washer not being placed correctly at the implantation.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.